Event description:
I need to report a complaint for (B)(6) for item ns5489 precision valve with bactiseal 100mm. The valve would not prime. The incident occurred on (B)(6). There was not an adverse event or delay in surgery more than 30 minutes. I will return the product and provide lot information when I obtain additional information from the customer. (B)(6) 2015: 1) what is the alert date for this incident? (B)(6). 2) did this event occur intra-operatively? On the surgical back table prepping device prior to implant but during the procedure. 3) what actions were taken as a result of this incident? Replaced valve with another ns5489.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve is a precision valve with 4 dots. It was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried and tested for leaks, and no leaks were found. The valve was reflux tested, the valve passed the test. -the valve was then pressure tested and passed the test. A review of the history device records confirmed the valve, product code ns5489, with lot number 514770, conformed to the specifications when released to stock on the on the 30th may 2014. Based on the results of this investigation no defects were found. The valve functioned as expected. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.